Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the logs (25913 c-34 errors 11-dec-2024) confirming the fault occurred in the field. Visual inspection: the bezel is cracked on top left corner. The erbe unit that was placed on a system and was run in normal mode and error c-34 occurred during start and monopolar coagulation activation. The probable root cause of this reported complaint is attributed voltage issues on the erbe integrated electrosurgical unit (iesu).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered error c-34 while activating monopolar energy from the integrated electrosurgical unit (iesu). The tse reviewed the system error log and confirmed the occurrence of error c-34, indicating internal failure of the iesu. The user was instructed to perform a power cycle on the iesu, but the issue persisted. The tse guided the user in setting up a backup generator (force triad) to proceed with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Isi has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.